Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The pump event log noted multiple 'no disposable' alarm messages were recorded. Functional testing included use testing. The pump was powered up and the double beeping was unable to be duplicated with the disposable attached. The pump was returned with a flow-stop rra pressure plate attached to the pump. Inspection of the attached disposable found that there is no pump tube installed on the device. Without a pump tube the pump does not recognize the disposable and double beeps for no cassette or a damaged cassette. The pump does not double beep with good complete disposable attached. The upstream occlusion sensor was recalibrated as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to a pump tube not installed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.